Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Fse checked the system found system working condition and as per end user that the geometry stop moving suddenly. Fse checked system post result (power on self-test) it¿s passed. Test operator control via service and it¿s working. Test geometry movement and it¿s ok and instruct the customer to supervise the system and checked the massages appear if collision or bodyguard activate. After onsite support and troubleshooting by fse the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there were sudden movements during the procedure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.